Event description:
The following information was reported to kci by the patient: due to the use of this device, the patient allegedly ended up "losing her leg." On (B)(6) 2013, the patient reported that she underwent a below the knee amputation. The patient alleged that her surgeon advised her that the (B)(6) 2013, the patient alleged that the physician stated that the device should never have been placed on a foot. No additional information is available. On (B)(6) 2012, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2012, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci service center and passed the qc checks and met specifications. The device had subsequent patient placements and no related issues were found.

Manufacturer narrative:
The patient was treated with v.a.c. Therapy from (B)(6) 2012 to (B)(6) 2013. It is unk when the event occurred as this information has not been provided. On (B)(6) 2013, it was reported that v.a.c. Therapy was discontinued as the goal of therapy was met. Upon review of the patient's medical record, on (B)(6) 2012, the physician discussed with the patient "that potentially this is a situation where she may even need amputation of her foot or leg depending of the severity of her condition." Based on the information provided; it cannot be determined that the alleged amputation is related to v.a.c. Therapy. The patient has a history of malignant cancers to the left foot that required surgical excisions, and the physician advised the patient prior to v.a.c. Therapy of the possibility of an amputation. There have been several attempts made to gather additional information, but there has been no response.